Event description:
It was reported that during a post stent dilatation procedure, difficulty was encountered removing the balloon catheter from the stent. After some manipulation the catheter was removed with some force. No pt injuries or complications were reported.